Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a175, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the reason for the MRI was due to spinal stimulation dysfunction. The patient was experiencing myelopathy and weakness. Further information received from the patient via the manufacturer representative reported that the lead migrated to the opposite side and down three vertebral bodies and was replaced by a surgical paddle lead. The patient was no longer feeling stimulation in the original area. There were no known environmental factors and an MRI and x-ray were taken. The issue was resolved at the time of the report. The indications for use were spinal pain and complex regional pain syndrome type I.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.